Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a post-operative check, the patient's right atrial (ra) lead became dislodged. The physician noted that the initial implant was difficult due to significant scar tissue build up. The lead was revised successfully and remains in use. No patient complications have been reported as a result of this event.